Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Product monitoring has made multiple attempts to retrieve add'l info. If add'l pertinent info becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a feeding pump. The customer states that the int'l kangaroo epump was burned out in the storage battery and main board. The customer reports that it almost burned the pt and paramedic. The date was unclear. After this occurred, the pt was put on another feeding pump. The equipment was normal before use. The hospital did not disclose any specific info about the pt. There was no medical staff injured in the incident. The pt's condition at the time when the incident occurred was unclear, the pt may have since left the hospital.